Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that she received a sensor glucose reading of 96 mg/dl when her actual blood glucose level was 185 mg/dl. Troubleshooting was done. Advised customer that the sensor glucose and blood glucose difference was not within an acceptable range. Advised that a replacement sensor would be sent. Nothing further reported.